Event description:
The initial reporter received questionable elecsys total psa immunoassay and elecsys tsh assay results for two patients tested on a cobas e 601 module. On (B)(6) 2022 and for total psa, the initial result was not reported outside the laboratory. The customer performed a new calibration and repeated patient testing with the sample on the e 601 module and a vitros analyzer. Patient 3's initial total psa result was 0.127 ng/ml. The patient's repeat result on the e 601 module was 7.01 ng/ml, and the result on the vitros analyzer was 7.44 ng/ml. The customer reported the vitros result outside of the laboratory. On (B)(6) 2022 and for tsh, it was unknown if the initial result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. Sample identifier (B)(4) had an initial tsh result of 0.005 uiu/ml with a data flag. The patient's repeat result was 2.06 uiu/ml. The total psa reagent lot number was 614949 with an expiration date of 30-jun-2023. The tsh reagent lot number was 61487100 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The field service engineer checked the sample probe adjustments and the liquid level detection voltage. He checked the gear pump pressure. It was reported rack adapters were not used for patient testing. Product labeling states, "warning: incorrect results when sample tubes are not aligned vertically. Incorrect placement of sample tubes in racks may cause incorrect sample pipetting, which may lead to false low results, especially when testing immunoassays. Ensure that sample tubes are always placed vertically in the racks. For sample tubes with an outer diameter of 13 mm or less, use the roche diagnostics cup adapter or use 13 mm mpa racks alternatively. Only use sample tubes specified for use with the cobas 6000 analyzer series." The investigation reviewed the assay performance check and the results were acceptable. The investigation confirmed the gear pump pressure was ok. The investigation discovered low reagent volume alarms on the system's alarm trace. The investigation is ongoing.

Manufacturer narrative:
A general hardware issue could be excluded due to the passing assay performance check results. The investigation reviewed the system's alarm trace and found several sample short, sample clot or abnormal aspiration alarms. These alarms indicate an issue with sample volumes or insufficiently clotted samples. It was determined the analyzer measuring cells had exceeded their recommended lifetime of 18 months by 6 months. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.

Manufacturer narrative:
For sample identifier (B)(6), the customer confirmed no discrepant results were reported outside the laboratory. The investigation is ongoing.